Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 c-ring was too close to the jaw to complete the procedure. A new device was opened to complete the procedure with no issues. There was a procedural delay to open a new kit. There was no patient injury.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise ID#: (B)(4). The device was returned to the factory for evaluation on 08/02/2024. A visual inspection was conducted on 08/07/2024. A visual inspection was conducted. Both the harvesting device and cannula was returned for evaluation. Signs of clinical use and evidence of blood was observed on both devices. There were no visual defects observed on the intact harvesting device jaws or heater wire. The cannula handle was observed to be intact. The c-ring was observed to be straight instead of curved upward. There were no visual defects observed on the intact c-ring. Based on the returned condition of the device as well as the evaluation results, the reported failure "material deformation; c-ring" was confirmed. The lot # 3000380314 history record review was completed. There was one (1) ncmr, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is a relation between the batch manufacturing process and the reported failure.

Event description:
N/a.